Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the complaint information and analysis of the returned unit. Visual analysis was performed on the returned device. The reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation determined that the reported tip separation was likely due to inadvertent mishandling prior to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of the emboshield nav6, the nose cone was noted to be separated from the device. There was no resistance noted during withdrawal of the device from the package. The device was not used in the patient anatomy. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.